Event description:
User reported approximately 20 patient results had erroneous results for sodium. Two examples were provided as follows: (1) initial sodium result of 129 mmol/l, same sample repeated recovered 136 mmol/l, repeated again recovered 116 mmol/l. (2) initial sodium result 129 mmol/l, repeat 130 mmol/l, repeated on a different instrument, recovered 140mmol/l. The second patient had been resulting 138mmol/l when previously tested. Initial results were not reported. The field service representative determined there was a problem with the mix tower and ise tubing. The instrument was repaired. The user reports no further occurrences.